Event description:
During cardiac catheterization, a cypher stent (3.0x18) came off the balloon in the guiding catheter. The guiding catheter was removed and the stent was retrieved. A second cypher stent (3.0x13) came off the delivery balloon in the right coronary artery. It expanded in the right coronary artery with no adverse outcome. The products will not be returned.